Event description:
It was reported that the customer contacted customer service and reported that "the hemoclip he had during surgery moved and passed through him. Now he is on disability". Additional information received states, "ralp (radical prostatectomy) surgery date (B)(6) 2020, and then numerous subsequent surgeries due to clip migration. Indicated within a year of the initial surgery is when migration was noted (approx. (B)(6) 2020 to (B)(6) 2021)". No product code or lot number was reported. Additional information has been requested.

Manufacturer narrative:
Qn#(B)(4). The full UDI is not available as no product code or lot number was reported complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be as the product code and lot number were not reported by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.